Manufacturer narrative:
The device records 5 log entries between the (B)(6) 2007 and the (B)(6) 2015. The device records 2 manual power ups on the (B)(6) 2013, the longest of which lasts 7 seconds duration. On the (B)(6) 2013 the device failed a self-test due to a low battery. The last log entry on the (B)(6) 2015 records a manual power up in which an in range patient impedance was measured and the device successfully delivered a shock. Investigation was unable to replicate or find conclusive evidence of the reported fault. There were no ten minute time outs recorded in the history log. It is therefore assumed the customer returned the device in response to field safety corrective action as the device serial number falls into the range covered by the field safety corrective action, despite not observing the reported fault. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.

Event description:
There was no patient involved in this event. This device was malfunctioned, as the device switches on automatically.